Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that over a period of time, the pump time had to be adjusted due to the pump losing time. Reportedly, the customer would adjust the time on the pump; however, a month later, the pump time would be behind by 10 minutes. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for continued insulin therapy.